Event description:
Terumo medical received an FDA medwatch report # mw (B)(4). The event description states that the patient undergoing cardiac catheterization procedure, vital sign scoring (vss), intervening on disease in coronary artery: left anterior descending (lad). The doctor utilizing shockwave balloon on multiple locations throughout lad, over the izani interventional wire, and the distal lad was perforated. The patient also sat up and the pericardial catheter went through the diaphragm. The patient had abnormal coronary computerized tomography (CT) angio nyha 111. Additional information was reviewed on 10apr2024: vascular surgery took the patient to the operating room (or) for removal and prolonged length of stay.

Manufacturer narrative:
A3b: gender: unknown. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. D4: catalog number: requested, unknown. D4: expiration date: unknown due to unknown catalog. D4: UDI: unknown due to unknown catalog. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): unknown due to unknown catalog number. H4: device manufacture date: unknown due to unknown catalog. The actual sample was not available. Since the product code was unknown, investigation could not be performed. Since the actual sample was not returned, investigation of it could not be performed, and it was not possible to clarify the cause of occurrence. In order to clarify the cause of occurrence, we would like to ask for your cooperation in obtaining the actual sample in the future. Ashitaka factory is always making efforts to maintain the product quality by performing following controls. After the product assembling process, 100% visual inspection is performed to confirm that the coil is not deformed. After the product assembling process, the outer diameter is measured on 100% basis to confirm that there is no anomaly on it. After the product assembling process, the tip abutting resistance is measured on 100% basis to confirm that there is no anomaly in the tip load. The dispensing amount of materials and stirring time of the hydrophilic coat solution are controlled to control that the coating amount and coating condition are uniform. In the shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. Instructions for use (IFU) of this product includes the following warning: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions. Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). The importer report for this reported event MDR (B)(4).